Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips the "battery was out of order" and the customer requested to order a new battery. There was no report of patient involvement.